Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The device was received with broken battery tube threads, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window. The device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the battery compartment was completely broken. Customer also reported of being hospitalized on (B)(6) 2017 due to high blood glucose. Customer was not well enough to give more hospitalization information. Insulin pump would need to be replaced.